Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they were getting electrical shocks in the spine, toes, and legs for 1-2 months. Patient said the shocks came and went right away and the patient did not know what could be causing the shocks. Pt said the shocks came on for a few seconds, were based on certain positions, and went away, but came back again. Patient mentioned they had a lot of neurological problems and had not had their spinal cord stimulator (scs) checked in a long time because their neurosurgeon had moved and the last time the patient had their scs checked was about 2-3 years ago. Patient was concerned they needed the scs because they had swelling on their right hand and the swelling was getting worse every day. Pt said they had joint swelling in their right hand. Yesterday, the patient got electrical shocks on the tip of their shoulder and in the lower spine towards the middle of their spine. The shocks only lasted a few seconds and came back again if the patient made certain movements. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt said one pain management hcp said the pt should remove scs device. Pt said they were in pain.  [See general text for omitted information.]